Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: nc trek 3.0 x 12 mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use, as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, diseased lesion in the mid left anterior descending artery. The xience alpine 3.0 x 23 mm stent was implanted and then post-dilated with a nc trek 3.0 x 12 mm balloon catheter in order to treat the patient. After post-dilatation an edge dissection was noted and a xience alpine 3.0 x 15 mm was used to cover the dissection. No additional information was provided.